Event description:
While treating a pt (age & gender unknown) the device displayed a "paddles fault" message while charging with paddles. Complainant did not indicate that there was any adverse effect to the pt.